Manufacturer narrative:
Conclusion: customer to perform own repair.

Event description:
It was reported via repair work order that the foot end of bed would not lower due to malfunctioned potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.